Event description:
Information was received indicating that during a pre-test, a smiths medical cadd administration set had lower flow than 6%. No patient was involved in this event. No adverse effects were reported.